Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was evaluated onsite by an olympus field service engineer (fse). The evaluation found that the reported problem of intermittent image loss was due to interference from a non-olympus cautery unit in conjunction with a cord placed under the bed for the picture-in-picture function. To resolve the problem, the cable was rerouted and the system was tested using an olympus cautery device, whereupon, the reported problem did not occur. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was intermittently lost when using the olympus, model cv-190, evis exera iii video system center, with multiple devices during a procedure. The intended procedure was completed using the same olympus, model cv-190. There was no patient injury, associated with the event, reported to olympus. This is report #1 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional report.